Event description:
Reportedly, a 49 year old female patient overdosed with morphine, resulting in death. The patient was receiving morphine 100mg in 50 ml saline in an infusor with an attached patient control module (watch) post surgery for colpo suspension. The incident occurred nine hours after the start of the infusion.